Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor siltex round moderate profile 250cc saline breast implants which the right side deflated after implantation. As a result, patient had the device removed on (B)(6) 2019. On (B)(4) 2019, mentor became aware that there was deflation of the left device as well and the removal was bilateral. This report is for the left side.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained no fluid. During initial evaluation a rent was observed on the anterior aspect, measuring approximately 2.6 cm, however microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. A manufacturing record evaluation (mre) was performed for the finished device number 213172, and no non-conformances related to the reported complaint condition were identified. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that on the initial report mistakenly, adverse event, product problem, and required intervention was not checked. This report is for the left side. Manufacturer¿s reference number: (B)(4).